Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. When the customer rewound the insulin pump after the no delivery alarm, the insulin pump alarmed motor error. The customer kept trying to rewind the insulin pump but received the same message. The piston stopped moving, the motor stopped pushing, and the insulin pump alarmed motor error. She experienced a high blood glucose level of 390 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.